Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was not confirmed; the catheter did not present any leaks. Therefore, a root cause was unable to be determined and a corrective action is not applicable at this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the double lumen uvc was inserted per protocol. While securing device with tapes (per protocol), the inserter noted clear fluid pooling/leaking around the umbilicus. The fluid continued to re-accumulate despite dabbing with sterile gauze. The line was removed and replaced with a new line. Upon visual inspection, there was a very small longitudinal defect/hole noted around the 4-5 cm mark.